Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A complaint was received reporting of an alarm issue with the adc device. The high/low glucose alarm failed to trigger and as a result the customer had a loss of consciousness. However, no report of treatment was provided. No third-party medical treatment was reported to be provided. No further information was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned as of this report. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and freestyle libre sensor kit passed all tests prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A complaint was received reporting of an alarm issue with the adc device. The high/low glucose alarm failed to trigger and as a result the customer had a loss of consciousness. However, no report of treatment was provided. No third-party medical treatment was reported to be provided. No further information was reported. There was no report of death or permanent injury associated with this event.